Event description:
It was reported that the patient presented in the hospital for a follow up. Upon interrogation, an alert for high pacing lead impedance, increased threshold and decrease in sensing were observed. The lead was explanted and replaced. The patient's condition was good after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.